Event description:
Discordant pt results were obrtained when testing a heparinized specimen using the analyzer. Flat curves with no error code were obtained for several activated partial thromboplastin time (aptt) results. No pt results were reported.